Event description:
It was reported that the procedure was to treat a de novo lesion in the left anterior descending (lad) artery. The 3.5x28mm xience sierra stent delivery system (sds) was inflated at 12 atmospheres (atms) and implanted. Post dilatation was performed per standard procedure using a 3.5x15mm nc trek balloon which was inflated at 15, 18 and 22 atms, respectively. However, it was noted that the distal stent edge was flared. There was a risk of thrombosis if left alone so another 3.0x12mm xience sierra stent was used to overlap and cover the flared struts. Angiography was performed as a guide for this case. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material deformation; however, the reported treatment appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na